Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. A picture was provided. Although a true/accurate conclusion may not be completed based on a sole photo, the following includes observations and potential associations were assessed. The review showed amorphous whitish opacification centrally apparently in the posterior surface of the lens or the posterior capsule, folds-like haze apparently in the posterior capsule and maybe compatible with posterior capsular opacification (pco) , apparent scratch at 11:30 in anterior surface of the intraocular lens (iol), mild whitening of the anterior capsule potentially compatible with anterior capsular opacity (aco), punctate opacities in anterior surface of the iol may be compatible with lens haze and brownish amorphous/punctate haze at the edge of the anterior capsule, between 2:00 and 5:00, unable to determine origin. The product investigation could not identify a root cause. Not enough information was provided from the account to properly complete an investigation.

Manufacturer narrative:
Corrected to multipiece lenses. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received indicating that there were a total of fifty six patients with rough surface spots on lenses following intraocular lens (iol) implant procedures. Fifty of these patients were pediatric cases (born between 1994 and 2010). Four lens models were involved (two single piece and two multipiece). The patients underwent surgery at three different facilities. There is no indication to explant the lens and the surgeon does not have any microscopic evidence of the consistency of the deposits on or in the iol. The deposits can not be removed with the yag laser and lens pits occur.

Manufacturer narrative:
Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information has been requested. (B)(4).

Event description:
A doctor of ophthalmology reported a case of rough surface spots an intraocular lens (iol) implanted in a pediatric patient who underwent bilateral iol implant surgery five years ago. The spots were observed in one of the iols, but not in the fellow eye. The patient was seen by the doctor on (B)(6) 2015. The doctor had observed this issue in twenty three patients implanted with multifocal and single-piece iols. Twenty of these patients were pediatric patients. The spots were seen years after implantation and were described as of milky aspect, calcium-like deposits, biofilm-like aspect which appeared to be just beneath the surface of the iol on the justa-superficial matrix. Those could appear on the anterior surface, the posterior surface but also on both. The doctor tried to remove the deposits with yag-laser, but it did not modify its aspect. Visual acuity was not compromised and the lenses remained implanted. This is one of three reports being filed for this facility. This report is for the pediatric patient who was seen by the doctor on (B)(6) 2015. Additional information has been requested.